Event description:
Customer reported that the spectrum monitor did not display ECG wave form, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Documentation collected from customer and will be reviewed.